Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited intermittent undersensing on the right atrial channel. Technical services (ts) was consulted for help with increasing the systems biventricular pacing and review of atrial tachy response (atr) episodes that stopped and restarted and further confirmed the atr episodes did so due to intermittent undersensing. Ts suggested reprogramming options for the low biventricular pacing percentage and undersensing. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.